Manufacturer narrative:
The device was returned for analysis. Evaluation could not duplicate the reported event of not reading properly. There was no fault found with the device. The device software was upgraded to current specifications. The unit was placed in burn in for 24 hours to observe any heat related failures. The unit never failed after the burn in. The device was returned to the customer. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that intra-operative, the nim mainframe was not reading properly. The surgery was completed with another nim mainframe. There was a 30 second delay to get another nim mainframe. There was no patient impact. Note: the facility reported that the nim mainframe being reported in this regulatory report had a similar malfunction during a previous case that occurred on the same day ((B)(4) 2017). This previous case was reported under regulatory report # 1045254-2017-00270. The second case is being submitted on this regulatory report.